Event description:
The manufacturer received an allegation that during testing the unit failed the active exhalation test. There was no patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.